Manufacturer narrative:
The device was returned for analysis. The reported failure to cycle was confirmed as a material separation of the link. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed the root cause and the subsequent treatment is due to circumstances of the procedure. Analysis of the returned device found a link break which is an indicator of a suture retrieval issue, due to an interaction of the device with patient anatomy or inability to maintain position/stability. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device with reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide device using the pre-close technique via a 6f sheath hole prior to a bifurcated stent implantation interventional procedure. Reportedly, no sutures were present when the plunger was pulled. This occurred with both devices. The method used to achieve hemostasis was not confirmed. No additional information was provided.